Manufacturer narrative:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states the device gets hot to the touch and shuts off. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that observed a dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, iso port, heater plate, and bottom enclosure. A dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, inlet/outlet seal, and blower. Hair-like particles were observed on the blower. An unknown contaminant was observed on the bottom enclosure. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Manufacturer was not able to confirm the complaint or address the symptoms specified. In this report device evaluation linv has been updated.

Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states the device gets hot to the touch and shuts off. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.